Manufacturer narrative:
(B)(6)

Event description:
It was reported to philips that the ECG waveform not displayed on the monitor. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.